Manufacturer narrative:
The instrument generated low crem qc results. A bci field service engineer (fse) replaced the reagent pump and cleaned the spills inside the module board.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to creatinine (crem) leak in module board on unicel dxc 800 pro synchron chemistry analyzer. No injury or impact to patient was reported.